Event description:
It is reported that a customer's insulin pump was exposed to fluid. The customer has a blood glucose level was 92 mg/dl. The customer states that there is fluid/moisture in the device. The customer was assisted with the issue and the customer was advised to avoid pulling the plunger too far down the barrel of the reservoir as this could force a leak path. The customer wants to send the reservoir back for analysis. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
One opened and used reservoir was inspected and the stopper and set of o-rings were missing. The customer complaint could not be confirmed.